Event description:
The customer stated that she has been hospitalized for high blood glucose levels twice in the past month. The customer also experienced vomiting and migrans. The customer was sure that the insulin pump was not the cause of the hospitalizations, and declined troubleshooting. The first event was for diabetic ketoacidosis on (B)(6) 2013. The customer stated that the hospital had to bottom out her blood glucose levels, and then bring them back up. The second event was on (B)(6) 2013, also for diabetic ketoacidosis, with a blood glucose of 782 mg/dl. The customer experienced stress, dry mouth and frequent urination. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.